Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that during preventive maintenance low pressure alarm was shown. There was no patient harm. Based on the technician's statement, motor did not start when the device was turned on. The capacitor for motor has been replaced. This part is start capacitor for the compressor motor. The replaced part has been sent back for a technical investigation. The returned part has been tested in a compressor. It was possible to reproduce the reported issue as the compressor alarmed for low pressure (0,2 bar instead of 4 bar). The compressor motor didn't start. The resistance of the contact of the capacitor has been measured by a multimeter. It was noticed that there was no contact between the + and -, which indicates an open-circuit inside the capacitor. If the compressor cannot deliver enough air pressure, the connected ventilator will alarm for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator system, it may lead to stop of ventilation. The root cause for the capacitor's open-circuit has not been established in this investigation.

Event description:
Manufacturer's ref #: (B)(4).